Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:a review of the pump¿s history showed multiple call service alarms due to occlusions during the prime step. During testing, the pump powered on normally with the time and date accurately set. The pump was able to rewind, load and prim successfully with no alarms, and the pump was then exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened and no internal moisture was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Call service alarms are not likely to cause an adverse event, as the pump alarms to alert the user of an issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. (B)(4).

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged that the pump was emitting call service alarms and that the alarm would not clear. Alarm was emitted during the night but it was not discovered until this morning. States they have changed the tubing, isf, and cartridge as well as rebooted the pump without resolution of call service alarm. Mom states patient's blood glucose (bg) is greater than 400 mg/dl this am, and they have discontinued the pump and gone to an alternate delivery system until the replacement pump arrives. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported as the alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.